Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 253 mg/dl. After the troubleshooting was done, customer was advised that the pump behavior is normal and monitor pump. The customer reported via phone call indicating that the insulin pump had air display anomaly. Customer's blood glucose at time of incident was 43 mg/dl. The customer was advised to drink juice and fruit. The customer declined to troubleshoot for low blood glucose. The customer advised gave self a bolus delivery.